Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's wife reported that the patient is experiencing weakness, shortness of breath, bradycardia and their pulse rate is all over the place. It was further reported that "something is not right". The leadless implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.